Event description:
It was reported that the patient presented for a generator change procedure. Interrogation revealed that the right ventricular lead exhibited a failure to capture and fluctuating capture thresholds. The lead was capped and replaced on (B)(6) 2021. The patient was stable.